Event description:
International affiliate reports the customer had difficulty assembling the single inner set screw during the surgical procedure. The set screw did not seem to sit or tighten properly within the concomitant device monoaxial screw. The set screw was cross threaded, causing damage to the threads of pedicle screw which caused damage to another set screw used in the procedure. The difficulty caused the procedure to be extended by approximately two hours.

Manufacturer narrative:
Depuy spine has requested return of the device for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
No definitive conclusion can be made. Review of the device history record found no discrepancies. Thread damage is consistent with crossthreading that can occur during screw insertion. The account manager who was present during the case believes the difficulty may have been related to the surgeons surgical technique and has reviewed proper insertion technique with the surgeon. At this time, the complaint is considered to be closed.